Event description:
Device 1 of 4. Reference MFR. Report#3006705815-2019-00257. Reference MFR. Report#3006705815-2019-00258. Reference MFR. Report#3006705815-2019-00259.

Event description:
Device 1 of 4: reference MFR. Report#3006705815-2019-00257, reference MFR. Report#3006705815-2019-00258, reference MFR. Report#3006705815-2019-00259. It was reported the patient experienced ineffective stimulation due to migration of the leads. Reportedly, the issue was confirmed by x-rays. As a result, surgical intervention was undertaken on (B)(6) 2019 where all leads were repositioned. Therapy was restored postoperatively.